Manufacturer narrative:
(Fdd, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a exploratory laparotomy to remove cancerous tumors, the clips were scissoring and some of the clips would fall off shortly after being applied; the procedure was then completed. The patient was brought back the next day to address excessive bleeding. The patient had received blood before being brought back. It was then found that the patient was bleeding from multiple venous branches in pelvis which was then sewed using a suture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, exploratory laparotomy, ligating vessels, the patient was brought back the next day to address excessive bleeding.